Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a pancreatectomy, after the surgeon clamped the device on the tissue, the firing stopped on the halfway. There was no patient injury.